Event description:
Revision surgery was performed to remove margron dtc hip replacement from pt with an apparent infection or oncology-related issue. During revision surgery, the surgeon noted that the femoral stem was well fixed and decided to leave it in place. The neck and head of the device, which were removed before the decision to keep the stem in place was made, were implanted back in the pt. Swabs taken of the presumed infection site came back negative for infection. A distal seroma was noted by surgeon, but no oncology issues were confirmed. The pt was provided antibiotics, apparently as a precautionary measure since no infection was found. It appears the event was probably not device related.

Manufacturer narrative:
The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.